Event description:
It was reported that a patient experienced peritonitis, coincident with automated peritoneal dialysis therapy. The peritonitis was manifested by fever. On the day of onset, the patient was hospitalized for the peritonitis event. The cause of the peritonitis was unknown. On an unknown date in the same month as the onset of the peritonitis, the patient began treatment with cefazolin intraperitoneally (dosage, frequency, and duration not reported) and cefepime intraperitoneally (dosage, frequency, and duration not reported) for the peritonitis event. Treatment with the antibiotics was ongoing. On an unknown date, dianeal therapies were discontinued, but the peritoneal dialysis catheter was not removed. On an unknown date in the same month as the peritonitis event was diagnosed and during the hospitalization, the patient was started on hemodialysis therapy. Hospitalization was ongoing. The patient was recovering from the peritonitis event. No additional information is available.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.